Event description:
It was reported the customer had received several unexpected restart alarms on their insulin pump. It was also found the customer had received a signal too low alarm on their insulin pump. Customer's blood glucose was 147 mg/dl at the time of the call. Customer stated their temp basal was not programmed before the alarms occurred. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).